Event description:
On (B)(6) 2012, the patient's dad/reporter claimed the patient's elevated blood glucose readings have not responded with insulin pump therapy for the last 24 hours. In addition, the cartridge has had air bubble issue during the time of concern. The patient's blood glucose was elevated as high as 460 mg/dl while the patient tested positive for ketones on (B)(6) 2012. She required medical intervention with IV saline fluid at the hospital. The reporter treated the patient with insulin via syringe. Her elevated blood glucose resolved to 190 mg/dl by the end of the phone call. During troubleshooting, the animas representative noted there was a cartridge air bubble issue due to using refrigerated insulin. The reporter indicated he changed the patient's infusion site and filled the cartridge using refrigerated insulin on (B)(6) 2012. There was no pump malfunction associated with the alleged event. The animas representative educated the reporter on techniques to prevent bubbles in the cartridge. The reported issue was resolved with training. Further investigation into other factors that could contribute to the alleged incident revealed the patient had a mild stomach virus earlier this week. This complaint is being reported the patient tested positive for ketones and required hcp treatment while on insulin pump therapy. It is not clear if diabetes management or use error contributed to the alleged incidents.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the cartridge was not returned for investigation. A retain cartridge sample has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.